Event description:
It was reported that this was an arteriotomy closure of the severely calcified right common femoral artery with prostyle devices using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, after inserting the first device, a cuff miss occurred since no suture was found upon plunger removal. The suture of a new prostyle device was successfully pre-placed. After inserting another prostyle device a cuff miss occurred again as no suture was found upon plunger removal. After trying again, a cuff miss occurred again as no suture was found upon plunger removal. Finally, the suture of another new prostyle device was successfully pre-placed. The sheath was upsized to a 14f sheath, and the tavi procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment, calcification due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.